Event description:
In the month of (B)(6) 2022 I had pelvic pain and I was diagnosed with bacterial infection and I was medicated with sodium ascorbate and nitrofurantoin. In the month of (B)(6) 2022 I had severe pain in my chest and left arm, headache and constant fatigue and I consulted general medicine. In 2022 I present a strong pain in the chest and the arm of the left side, headache and constant fatigue and I consult to general medicine and I am diagnosed with pain in the chest. I was diagnosed with non specific chest pain or chondrocostal joint syndrome and I was medicated with acetylsalicylic acid, diclofenac, naproxen and dexamethasone and an electrocardiogram was ordered. The pain persists on the left side of the chest, back and lower and upper limbs, so I consulted again to general medicine in the month of (B)(6), and I was informed that I had a normal electrocardiogram. General medicine in the month of (B)(6) informing that I have breast prosthesis and the doctor orders diagnostic aids of breast ultrasound erythrosedimentation uric antirheumatoid factor and I am medicated with neurobion and codafen. In the same month I was consulted to present the results of the diagnostic aids: breast ultrasound showed compatibility for rupture of the left implant. Compatibility for rupture of the left implant, the others show normal results, additional ultrasensitive tsh tests are presented, which shows alteration with a result of 5.3. With a result of 5.3. I was implanted in (B)(6) 2017 and in (B)(6) 2018 I started to have symptoms such as frontal and occipital headache with blurred vision, pain and tiredness, ocular tomography was performed. I had a CT scan of the skull with contrast with results within normal limits. FDA safety report ID# (B)(4).